Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a baxter homecare nurse from (B)(6) of bacterial peritonitis with culture positive for staphylococcus aureus, unspecified peritoneal dialysis complication and peritonitis in a patient coincident with extraneal viaflex, nutrineal pd4 unknown bag and physioneal unspecified product therapies, intraperitoneally (ip) for capd (continuous peritoneal dialysis). On (B)(6) 2011, the patient went to the emergency room with abdominal pain and cloudy effluent, and was diagnosed with bacterial peritonitis. It was not reported if the patient was hospitalized. In (B)(6) 2010, the patient began treatment with unspecified antibiotics. On an unreported date, the patient completed antibiotic treatment. It was not reported if the peritonitis had resolved. On (B)(6) 2010, the patient again went to the emergency room with abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized. The patient was again diagnosed with bacterial peritonitis. The patient was started on unspecified antibiotics. The patient did not recover from the bacterial peritonitis. On (B)(6) 2011, the patient was hospitalized following unspecified peritonitis complications further described as "being at risk for sepsis." It was "predicted" that the patient's peritoneal dialysis catheter was to be removed due to peritonitis reoccurrence. While hospitalized, the patient had cloudy effluent. Due to the peritonitis, treatment with extraneal viaflex lot number 10h23g41 was withdrawn on (B)(6) 2011. On (B)(6) 2011, the patient began treatment with vancomycin 1.5 grams ip every 5 days for the peritonitis. On (B)(6) 2011, the patient complained of abdominal pain. On (B)(6) 2011, physioneal therapy was withdrawn. On an unknown date, nutrineal therapy was withdrawn. On an unknown date, the patient's dialysis catheter was removed, and the patient was placed on hemodialysis. On an unknown date, the patient recovered from the peritonitis. The bacterial peritonitis with culture positive for staphylococcus aureus had not resolved. The outcome for the "unspecified peritoneal dialysis complication" was not reported. As of the time of this report, the patient remained hospitalized. The nurse did not provide an opinion of causality.